Manufacturer narrative:
Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was performed while the patient was in the hospital. Review of the transmission indicated that an alert had triggered due to short v-v intervals and non-sustained episodes more than 2 months earlier. T-wave oversensing was noted on stored episodes. The patient was noted to have received inappropriate anti-tachycardia pacing during an episode of ventricular fibrillation. The pace/sense right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.